Manufacturer narrative:
Patient represented with symptoms of hip and thigh pain, due to aseptic loosening and subsidence of margron dtc femoral stem. Revision surgery performed one month following primary surgery using alternate manufacturer's hip replacement system. It was noted that a cerclage cable had been used on the femur during the primary surgery. This is generally placed after a calcar crack. As pain had been reported soon after the primary surgery, this is probable evidence of the stem not being properly secured to the femur. Examination of the explanted stem also showed evidence of the wire rubbing against the stem. The event is being reported following a reassessment by portland orthopaedics. The reassessment was conducted after a trend regarding early revision rates with the margron device was observed by another country orthopaedic association in its 2007 national joint registry report. This observed trend and portland's initial analyses were previously reported to FDA in MDR no. 9613642-2008-00001. As a precautionary measure, portland has taken the margron dtc system off the market in the u.s. Pending further evaluation of the device and events, except for cases in which margron-specific tools or components are necessary to perform revision of a margron implant. Device evaluation report: the returned explanted margron dtc femoral stem was visually examined by portland orthopaedic's cto and general manager qa & ra on 05/02/2007. Device appeared to be in relatively good condition with no remaining hydroxyapatite (ha) coating. The explanted femoral stem had some markings that indicated that a cerclage cable used in the primary procedure had been rubbing against the stem. This may indicate the unsuccessful use of the cable, and movement of the stem in the femur. This would have ultimately led to a lack of bone ingrowth and a loosening and subsidence of the stem.

Event description:
Patient presented with symptoms of hip and thigh pain, due to aseptic loosening and subsidence of margron dtc femoral stem. Revision surgery performed using alternate manufacturer's hip replacement system. It was noted during revision surgery that a cerclage cable had been used on the femur during the primary surgery. This is generally placed after a calcar crack. As pain had been reported soon after the primary surgery, this is probable evidence of the stem not being properly secured to the femur. Examination of the explanted stem also showed evidence of the wire rubbing against the stem.